Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The device was found inoperative, it was noted and confirmed that the ac icon did not become lit when the device was connected to ac. An alarm log review, service history review, functional testing, and visual inspection were performed. The defective power cord was identified during the evaluation. The cause of the condition was not determined. To correct the condition, the ac power cord was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged power cord. No additional information is available.